Event description:
Vaginal pop surgery with posterior prolift at outside institution. Pt seen in our office today, (B)(6) 2011, with symptoms of mesh erosion which was confirmed visibly on speculum exam. Pt to be scheduled for transvaginal excision of eroded mesh.